Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service was down and database optimization was failed. A technical support specialist (tss) stated that received an alarm indicating that an unhandled exception had occurred while processing the data base optimize indexes job, followed by another alarm that the data synchronization service was not running on the station. After connecting to the station, the tss confirmed errors on the device and verified that the data synchronization service was indeed not running. The station was rebooted, after which the data synchronization and maintenance services, as well as the station itself, were up and running. The data synchronization and maintenance service logs were reviewed, and no errors were found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device service was down, and a database optimize indexes issue was observed. A timeout was detected by the underlying data source, resulting in the operation being aborted. The database related issue affected normal system operation. There were no delay or adverse events or injuries reported based on this event.